Manufacturer narrative:
Correction: the correct date of awareness for general anesthesia in g3 is (B)(6) 2025; not (B)(6) 2025, as previously reported in previous MDR.

Event description:
Per the clinic, the patient underwent a revision surgery of skin flap reconstruction (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia during the revision surgery of skin flap reconstruction on (B)(6) 2024 (specific date not reported).